Manufacturer narrative:
Film evaluation results are the exact cause of the deployment difficulties could not be conclusively determined from the two x-ray images provided. Pre-implant anatomy information and additional films during the implant procedure were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the suprarenal struts of the endurant ii stent graft bifurcate became fixated to the tapered tip and were unable to be deployed. The physician elected to perform the bail-out technique of disassembling the back end handle. The bail-out technique was successful, the device was delivered to the intended landing zone, and proximal seal was achieved. Per the physician, the cause of the event was related to the device. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.